Event description:
It was reported that in the packaging the helix on the lead was fully screwed out and the suture sleeve was at the end of the tip over the screw. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analysis found no anomalies. However, the proximal conductor was distorted and visual analysis noted that the lead was damaged at implant. The lead was not received in the original packaging at the time of analysis. The helix was extended and the anchor sleeve was partially covering the distal tip.